Manufacturer narrative:
Patient was given cortisone as intervention medication for post care treatment. Treatment technique was not followed per clinical guidelines, so user error contributed to this incident. Customer site has been unresponsive to cynosure's multiple requests to schedule a device evaluation. Burns are an expected side effect from laser treatments, however this is reportable because the patient received intervention medication for this event. Customer unresponsive and user error.

Event description:
Patient received a burn on its legs from a laser hair removal procedure.